Manufacturer narrative:
(B)(4).

Event description:
The patient contacted dexcom technical support on 09/02/2015, to report that on (B)(6) 2015 they experienced unrecoverable loss of antenna, passed threshold. There was no report of injury or medical intervention. No additional event or patient information is available.